Event description:
It was reported that pump housing and usb port were damaged, causing charging issue but not causing pump shutdown, and customer had no backup therapy available at time of call. There was no reported impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider about backup therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump.